Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid to distal right coronary artery (rca). The lesion was dilated with a 2.5 and 3.5mm non-bsc balloons. The 3.0x20mm promus element stent was then advance however was unable to cross the lesion. The lesion was again dilated with the 3.5mm balloon, and the stent was again advanced but filed to cross the lesion. Upon removal the device got stuck in the sheath and the stent dislodged. The dislodged stent was successfully snared and removed from the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 90& stenosed target lesion was located in the moderately tortuous and calcified mid to distal right coronary artery (rca). The lesion was dilated with a 2.5 and 3.5mm non-bsc balloons. The 3.0x20mm promus element stent was then advance however was unable to cross the lesion. The lesion was again dilated with the 3.5mm balloon, and the stent was again advanced but filed to cross the lesion. Upon removal the device got stuck in the sheath and the stent dislodged. The dislodged stent was successfully snared and removed from the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned separated from the balloon and still attached to a retrieval snare. The stent was severely damaged, its entire surface stretched to full capacity. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).